Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death was requested but not received with the additional information. The gender of the baseline characteristics is male and the baseline age is 62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: impact of myocardial viability assessed by myocardial perfusion imaging on ventricular tachyarrhythmias in cardiac resynchronization therapy. Journal of nuclear cardiology,. 2013;20(6):1049-1059. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific device serial number correlation. The article indicated that the deaths were due to ¿cardiac pump failure,¿ and ¿non-cardiac death.¿ additional information was received from the author which indicated that of the six (6) patients who died due to "advanced heart failure/pump failure," four (4) had this manufacturer's devices, but according to the author, there were "no device related adverse events," and none of the devices were explanted. The author also stated that another patient with this manufacturer's device died due to "advanced pulmonary cancer." Again, there was no device related adverse event and the device was not explanted.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific device serial number correlation. The article indicated that the deaths were due to ¿cardiac pump failure,¿ and ¿non-cardiac death.¿ further follow up did not yet yield any additional information. The cause of death and device relatedness has been requested, but not yet received.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with device serial numbers. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: impact of myocardial viability assessed by myocardial perfusion imaging on ventricular tachyarrhythmias in cardiac resynchronization therapy. Journal of nuclear cardiology,. 2013;20(6):1049-1059. (B)(4).